Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the test data indicates impedance issues, despite device testing within normal limits. The recipient presented with sound quality issues. External equipment was exchanged; however, the issue did not resolve. Programming adjustments were made and improvement was noted. Revision surgery is scheduled.